Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case cracked at front left corner. Bottom case cracked at left bracket mounting surface. Right plunger case broken at all three mounting screw holes. Customer?s reported issues were duplicated. The root cause of the reported issue was caused by the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: replaced plunger cable due to exposed wires. Replaced right plunger, and top and bottom cases case due to physical damage.

Event description:
It was reported that plunger sensors not working and cracked case events occurred. No patient injury reported.